Event description:
Cord caught on fire during surgery, laparoscopic cholecystectomy. Cord sparked where handle attaches to instrument. Staff member threw it off field. Sterile drapes unharmed. No pt or staff injury. Surgery prolonged a few minutes (less than 10) to obtain another cable.

Manufacturer narrative:
Upon receipt, the device was forwarded for analysis to the MFR, kirwan surgical products, inc.